Event description:
Discordant advia centaur xp troponin ultra results were obtained for two pt samples on separate dates. Testing was repeated for the pt samples. It is unk if pt treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that cause for the discordant troponin ultra result is unk. The instrument is performing within specs. No further eval of the device is required.